Event description:
Amo received a report from a physician of a pt diagnosed with superficial punctate keratitis in february. Pt had reportedly used complete amino moist. Symptoms did not abate after treatment with (unknown) medicine. Subsequently the physician diagnosed radial corneal optic neuritis, which reportedly recovered after one month. The physician then reported that the pt may have contracted acanthamoeba keratitis. This is not a confirmed diagnosis. Amo has received no information regarding the lot number of the product involved.

Manufacturer narrative:
In 2007, amo initiated an immediate, and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the centers for disease control, and prevention regarding eye infections from acanthamoeba. Therefore, this event is being reported as an MDR. We have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship.